Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the needle disengaged from the beginning. The sales rep collected and confirmed that the needle disengaged before the thread was taken out. The device was not used in patient. At the time of opening the package, the doctor noticed the abnormality and used another packet to complete the procedure.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of received suture samples. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. However, the root cause of the observed condition was determined to be a result of a manufacturing activity. It was observed that there was poor suture insertion into the needle during the attaching process. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the needle disengaged from the beginning. The sales rep collected and confirmed that the needle disengaged before the thread was taken out. The device was not used in patient. At the time of opening the package, the doctor noticed the abnormality and used another packet to complete the procedure. There was no patient injury.